Manufacturer narrative:
Pump was received with scratched lcd window, cracked lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported her insulin pump was scratched. Customer's blood glucose was 180 mg/dl. She also stated her screen was scratched and hard to see. The customer was unsure how the damage had occurred. Customer was advised the insulin pump needed to be replaced. No additional information provided.